Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's eye in the secondary procedure due to a ''mechanical complication." Reportedly, there was an incision enlargement to remove the iol and replaced it with another lens. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
The manufacturing records were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints was executed and the search revealed that no other complaints for this production order were received to date. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was cut in half, and was most probably to make explant possible. Considering the condition of the returned lens condition, additional analysis was not possible. The reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.